Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, 3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8560401) became impeded in proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31211761) and could not advance any more. The physician retracted the stent and delivered it again. After serval attempts, the stent was still impeded in the proximal of the microcatheter (mc). The stent was half released in the microcatheter automatically during its retract. The stent body was found to be separated prematurely from the delivery wire. The physician removed the microcatheter and stent from patient and switched new devices to complete the surgery. The surgery was prolonged about 10 minutes. Additional event information received on 05-jul-2024 indicated that the microcatheter did not kink or bent. The 10 minutes of surgery being delayed was not clinically significant. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the concomitant stent was found detached inside the luer hub. No appearance of damages were noted. The stent was retrieved from the luer hub, and the microcatheter was attempted to be flushed with a lab-sample syringe; however, high resistance was met. A guidewire was inserted and attempted to be advanced; however, it stopped at 10 cm from the luer hub. A dissection was made, and high amounts of dried blood were found. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed for the finished device 31211761 number, and no non-conformances related to the malfunction were identified. The issue reported regarding the microcatheter being obstructed was confirmed based on the high amounts of dried blood residues found inside the microcatheter. This finding suggest that an adequate saline flushing was not maintained, and that could lead to an occlusion that could prevented the concomitant enterprise system from advancing through the microcatheter since according to the risk documentation insufficient flushing can lead to the microcatheter to become unusable. With the information available and the evidence obtained from the returned device, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure is multifactorial. The instructions for use contain the following precaution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8560401) became impeded in proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31211761) and could not advance any more. The physician retracted the stent and delivered it again. After serval attempts, the stent was still impeded in the proximal of the microcatheter (mc). The stent was half released in the microcatheter automatically during its retract. The stent body was found to be separated prematurely from the delivery wire. The physician removed the microcatheter and stent from patient and switched new devices to complete the surgery. The surgery was prolonged about 10 minutes. Additional event information received on 05-jul-2024 indicated that the microcatheter did not kink or bent. The 10 minutes of surgery being delayed was not clinically significant.